Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) lead pacing inhibition due to a noisy right ventricular (rv) channel. It was noted that there was no greater than two second asystole. Technical services (ts) was consulted, discussed possible reprogramming options and noted lv lead high capture threshold; this crt-p remains in service. No additional adverse patient effects were reported.